Manufacturer narrative:
Concomitant medical products: 6949-58 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead has intermittent undersensing causing false termination of atrial tachycardia (at)/ atrial fibrillation (af) episodes and improper pacing from the device. The lead remains in use. No patient complications have been reported as a result of this event.